Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical devices: product: 407645 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed occasional undersensing on current electrogram, and there was a decreased in p-wave measurement. It was also noted that the right ventricular (rv) lead exhibited a drop in r-wave measurement. Both leads remain in use. No patient complications have been reported as a result of this event.